Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: debris of tape at the probes the probable root cause/s could be incorrect or inadequate packaging, severe shipping conditions, improper cleaning. (B)(4). .

Event description:
It was reported that debris of tape was found inside the packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that debris of tape was found inside the packaging.